Manufacturer narrative:
(B)(4). The reported complaint was confirmed through examination of a photograph provided by the customer. The physical sample was not returned. The photograph depicted a kinked guide wire. A device history record review was performed with no relevant findings. The provided instructions state that after the catheter/needle assembly is inserted into the artery, the introducer is removed. The feed tube with the guide wire is then inserted into the catheter hub and advanced slowly to the required position in the artery using the actuating lever. The customer stated in the report that prior to insertion, they were unable to pass the guide wire through the introducer needle. Therefore, use error caused or contributed to this event. As a result, the instructions were provided to the customer for review.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to insertion, the doctor found that he was unable to pass the guide wire through the needle which caused the guide wire to bend. It was discovered that the product was being used incorrectly. There was no reported delay, death, or complications to the patient as a result of this occurrence.